Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during surgery, the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the reported blade involved with this event was returned for evaluation and the reported failure of blade breakage was confirmed. The blade was evaluated by product engineering who concluded that the bend present in the blade suggests that it was subjected to an excessive bending force. This bending force is the most likely cause of the mount break. The bending forces could have occurred by pushing the handpiece forward or pulling it backwards or twisting the handpiece while the end of the blade was constrained. The bent teeth and indentations to the sides of the blade and outermost teeth suggest that the blade made contact with metal, such as cut guides or surgical instruments, while the blade was in operation. Shock loading caused by metal contact could have also caused / contributed to the mount break. The instructions for use(IFU) of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the blade and cause tissue damage and/or loss of tactile control." The associated devices IFU's state that the device and associated handpieces are "intended for surgical procedures involving cutting bone and hard tissue".

Event description:
It was reported that during surgery, the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.